Event description:
It was reported that during a esophagectomy procedure, the feeding speed of the clip was too slow and also scissoring occurred. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.